Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.

Event description:
A customer reports "explosion" of their abbott diabetes care device. The customer further described that their device, " burst after application." No further details were provided. There was no report of fire, smoke, or electric shock. There was no report of death, serious injury, or mistreatment associated with this event.